Manufacturer narrative:
Device has not been returned for evaluation yet. A supplemental report will be issued if additional information is obtained.

Event description:
It was reported that ventilator had a set fio2 of 25% and was reading 50%. It was also noted that there is excess oxygen bleeding from the oxygen relief valve on the underside of the ventilator. There was no harm to patient and users simply moved patient onto another ventilator to continue treatment. Patient info not accessible, the hospital will not allow patient details to be available to engineering teams or outside companies.